Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose reading of 80 mg/dl on the reported meter and a laboratory result of 60 mg/dl. The patient did not report experiencing any symptoms or medical attention. As the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.